Manufacturer narrative:
Analysis was performed philips remote service personnel which included remoting into the system and log file review. The remote support engineer (rse) confirmed the reported issue and was able to ping the host and re-connected the system back to monitoring. All hosts are back running. The results of the analysis were that after log review the rse was not able to find anything that may have caused the connection loss. He did see a watchdog at 9:06 am but other then that he was not able to see anything what forced a reboot. It appeared to be a restart of the application on the primary at that time of the alleged issue. What forced the reboot cannot be determined. Based on the results of the analysis, it was determined that the product has malfunctioned but the most likely cause of the reported problem remains unknown. The issue was resolved by reconnecting the system back to monitoring.

Event description:
It was reported that several patient information center are running in local in mode and the customer needs assistance to reconnect. The device was in clinical use. There was no report of patient or user harm.